Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b6, b7, d4 - unique device identifier, d4 - unique device identifier-1, g2 - report source the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no image. There were no reports of patient involvement.